Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to aseptic loosening. During the revision, it was noted that the 10mm screws packaged with the tibial augments were too long. The screws were discarded and 5mm screws were used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.